Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated. There are no investigation results at this time.

Event description:
This report summarizes 1 malfunction event. A review of the events indicated that the one touch ping model pump experienced an issue with the pump's auto off feature. These reports were received from various sources. The patient associated with this allegation is (B)(6) years of age and (B)(6) pounds. One male patient.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 1 allegations of a malfunction, 0 pumps were returned to animas and investigated. There are no investigation results at this time. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the pump's auto off feature. These reports were received from various sources. The patients associated with this allegation ranged from 20-20 years of age and between 200 and 200 pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.